Manufacturer narrative:
Correction: the initial MDR submitted on march 22, 2017 was filed inadvertently. No explantation has occurred. However the patient underwent revision surgery in (B)(6)(specific date not reported) to repair the extruded magnet. This report is filed on july 04, 2017.

Manufacturer narrative:
This report is submitted on march 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to a potential extrusion of the device.